Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced a warm sensation due to the right occipital lead (off label) eroding through the skin (being visible). The physician cut and pulled out the lead through the erosion site resulting in loss of stimulation . Further, a new lead may be implanted at a later date to address the right side pain pattern.